Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. The user forcibly pushed the device into the patient body with the bending section bent and it caused the failure. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
The user found the leak of the subject device and returned it for repair to olympus service operation repair center. Olympus service operation repair center found at incoming inspection that the bending section was broken and the internal component was sticking out. Other detailed information was not provided. There was no report of patient injury associated with the event.